Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored atrial tachy response (atr) episodes. It was noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rapid ventricular response (rvr). Upon review, the presenting electrogram (egm) showed the device exhibit p wave undersensing and farfield oversensing on the right atrial (ra) lead channel. Ts discussed reprogramming options with the hcp and recommended for xray images to be scheduled for further evaluation. No adverse patient effects were reported. At this time, the pacemaker and ra lead remain in service.